Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube at 28.5cm from the hub. Microscopic examination revealed a pinhole in the balloon approximately 13mm from the tip. There is contrast present in the inflation lumen. There is blood present in the balloon and guidewire lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.